Event description:
It was reported that during an exploratory laparotomy multiple cancer tumor removal procedure, the surgeon was conducting a functional end-to-end bowel anastomosis on normal thickness tissue and using the device to close off the otomy after joining the proximal and distal bowel in a side-to-side. He fired the device and no staples deployed. Otomy left by failure of device was then closed with suture. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Customer is not releasing device at this time additional information: on what tissue type was the device used? At what location on the tissue? Bowel. On which firing(s) did this event occur (1st, 2nd, 3rd., etc)? 1st. What color cartridge (white/blue/green) was used (tx only)? Blue. Was buttressing material utilized? No. Were any difficulties encountered when closing on the tissue? No. Was the tissue pin in place prior to firing? Dont know. Was the instrument fired across or near an existing staple line or clip? No. Was another stapling device used during this surgical procedure? (I.e., cdh, ntlc, tlc, etc.) Tlc. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? None. Was proximal and distal control maintained on the tissue during the firing sequence? Don't know. Was the staple line inspected for integrity prior to transecting the tissue? No. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Regular. Was a leak test completed? Yes. Is a pathology specimen and/or report available? Don't know. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Don't know. Was the firing to close a side by side anastomosis? If so, which firing yes, 1st. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? No. Was there a recent conversion to ees devices in this account or with this surgeon? No. Is a pathology specimen available? Don't know the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.